Event description:
Pt reported that in 2004, her blood glucose levels were in the 200s (mg/dl), so she bolused 5 u of insulin and went to bed. The pt continued to experience high blood glucose (>600 mg/dl) despite multiple bolus deliveries and disposable (insulin cartridge/infusion set) changes. Pt stated that she could smell insulin, but none was seen. No errors were generated by device. Pt alleged that device is at fault for high blood glucose. No medical treatment was received.